Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the lid is missing from the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac). The root cause of the observed missing magnet is due to absence of the complete lid. The customer has been provided with replacement device. The customer's device was archived by stryker.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the lid is missing from the device. The device will be further evaluated at the product assessment center (pac). The customer will be provided with replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the lid is missing from the device. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no report of patient use associated with the reported event.